Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after full deployment the valve was constrained and had an infold, therefore a post-implant balloon aortic valvuloplasty (bav) was performed. When the balloon was inflated, the valve slowly dislodged up on the non-coronary cusp (ncc) side. When evaluated with transesophageal echocardiogram (tee) and angiogram, the physician noticed a moderate paravalvular leak (pvl). A second valve was implanted at the annulus. The patient had mild pvl at the end of the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Conocmitant products: product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic guidewire, (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a. Product ID: 26mm balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading. A pre-implant balloon aortic valvuloplasty was performed with a 26mm non-medtronic balloon. Prior to the valve dislodgement, the valve was implanted at a depth of 0mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was 2mm on the ncc and 3mm on the lcc. A non-medtronic guidewire was used during the procedure. It was noted that the patient¿s bicuspid valve contributed to the infold or dislodgement. No adverse patient effects were reported.